Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were missing egms (electrogram) on the patient's remote transmission. Episodes of ams (auto mode switch) from (B)(6) 2019 were shown on the programmer in clinic but not on the patient's remote transmission. Egms for episodes before and after the ams episodes were transmitted successfully. Further investigation showed that the egms were not stored in the device due to issues with device storage. The patient has will continue to be monitored.